Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak, aneurysm enlargement and surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent intervention using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. During the initial procedure, type ii endoleak was observed. The endoleak was monitored. The patient tolerated the procedure. On (B)(6) 2020, a follow-up examination revealed an aneurysm enlargement (amount unknown). Both the type ii endoleak and a proximal type I endoleak were suspected. On (B)(6) 2020, the patient underwent open conversion. The proximal portion of the trunk - ipsilateral leg endoprosthesis was partially explanted, and replaced to the proximal portion of the y-shape graft. It was reported that the most of the endoleak was type ii endoleak but slight proximal type I endoleak was also observed. The patient tolerated the procedure. The physician stated as follows: it is possible that the proximal type I endoleak may have been induced due to the aneurysm enlargement caused by the type ii endoleak. The fsa stated: although the inflow seemed from the lumbar artery, a clear branch could not be confirmed from the CT image.